Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event complaint. The device was inspected. Due to the condition of the foam pad, the original adhesive properties could not be verified, and the complaint for this device could not be confirmed.

Event description:
The patient reported that their v-go device popped (fell) off his arm with the needle out. The patient stated that they did not bump into anything, so they were not sure why the device fell off. The patient stated that he may have been sweaty. The device was reported to be available for return to the manufacturer for evaluation.